Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that 2 weeks after they got the implant, (B)(6), they did not hardly take any medication (tylenol/ibuprofen) like they did the first week. The patient stated maybe only once in a while if something was hurting like their stitches. The patient reported they went to italy on (B)(6) for 10 days and stated they experienced something different than they ever have. The patient stated maybe the week before they went to italy they experienced a really serious burning that would take their breath away but stated it was only a couple times so they did not think it was a big deal. The patient clarified the burning was right at the implant site. The patient stated they asked their kids if it looked red and they stated it did not. The patient reported there was almost where a stitch was on one end and there were two places where it really hurt. The patient stated it was off/on during their cruise from (B)(6) and reported on the airplane it was killing them. The patient stated they were taking tylenol every 3 hours. The patient stated they could not connect the pain/burning to anything; if they were needing a bowel movement, it was not weather as the weather was the same, not connected to if they walked too much, and stated it was random and could not be connected to any activities that they did. The agent reviewed the role of patient services and redirected the patient to their healthcare provider (hcp) to further address. The patient provided event date as maybe sometime in the 3rd week of having the device implanted. The patient stated a few times maybe in the 3rd or 4th weeks they experienced that but the tylenol/ibuprofen took the pain away so the patient did not think it was a big deal and thought it was still residual form the surgery. The patient stated this had continued into (B)(6) now. The patient stated they increased stimulation a tiny bit on (B)(6) with a manufacturer representative (rep). The patient stated they didn't think they experienced any burning pain until after they increased stimulation on (B)(6). The patient confirmed no rep awareness of the issue as the patient stated they did not experience this prior to the appointment on (B)(6). The agent reviewed therapy overview and expectations. The agent reviewed consideration to try decreasing stimulation. The patient mentioned for 3 weeks it was "pretty fine". The agent walked the patient through decreasing stimulation on the call. The patient successfully decreased stimulation on the call and confirmed feeling better when they decreased stimulation. The patient reported when they first put the communicator on their implant it was tender but stated when they decreased stimulation it was not as tender. The patient mentioned they still had pain this morning and had to take tylenol again this morning. The patient stated if pushing on the implant it was still tender and stated it was pretty tender to touch. The patient confirmed at the end of the call following decreasing stimulation it did not hurt at all. The patient was redirected to their managing hcp to further address the issue. The patient mentioned they had a check up on (B)(6). The patient called later the same day and repeated information. The patient also stated that at airport security when traveling to italy, they did not request a manual search and passed through the screening gate without turning off the ins. The patient mentioned they had forgotten to read the last page of the manual. When they arrived in italy, they experienced the most pain they had felt, despite considering themselves a tough person. The patient also mentioned their child described the surgery as a serious procedure. The patient stated they did not know what was actually causing the pain, so they lowered the stimulation level. The agent redirected the patient to their managing healthcare provider to investigate and further address the issue. The patient called the next day regarding the extreme burning across their back that caused pain. They added that they had consulted their managing hcp and were advised to lower the stimulation level or turn the therapy off. When asked what may have contributed to the pain, the patient mentioned the stimulation may have been set too high. The patient also stated they took ibuprofen and tylenol for the pain while in italy. The agent reviewed general programming guidance and walked the caller through connecting to the ins and decreasing the stimulation. The patient was able to connect to the ins and decreased the amplitude. The patient confirmed they felt the stimulation in the bicycle seat area and that it was comfortable. The patient mentioned they would lower the stimulation level again if they felt pain or would turn off the therapy. The patient was advised to monitor their symptoms and to contact their hcp if symptoms persisted.